Event description:
It was reported that during a follow-up visit approximately 1 month post implant, it was found that the left ventricular (lv) lead was pacing the atrium. An x-ray confirmed that the lv lead was pulled back. The lv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.